Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr ipg, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) pacing lead had low impedance of less than 200 ohms. The lead remains active in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.